Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had screen was like in grey and it was not working. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Device received with blank display due to severe corrosion on all electronic assemblies. Unable to verify display anomalies, error alarms or audio/beep anomalies due to blank display. Device received with corroded force sensor assembly, moisture damage on motor assembly and corroded battery tube.